Event description:
A vns programming physician reported that his handheld computer would not keep time. It was reported that the device changes the date and time back constantly and when the physician corrects the date and time, it would remain corrected for a few days and then randomly change again a few days later. The physician keeps the handheld computer plugged in near his desk and uses it on a frequent basis. The handheld has been returned for analysis and completion is pending.

Event description:
An analysis was performed on the returned flashcard. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. An analysis was performed on the returned handheld. After 7 days, checked the handheld date and time were checked and verified that they were correct. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications.